Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Reportedly, the customer experienced an elevated blood glucose (bg). Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, customer had not taken any action to address elevated bg. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was mid 300 mg/dl range.